Event description:
It was reported the cutter/stapler was used during an unknown procedure. The device would not staple and would not cut. Another device was used to complete the case. No patient consequence.